Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that an autopulse li-ion battery (serial #unknown) could not be inserted into the autopulse platform (serial #(B)(4)) battery compartment. Patient use information was requested but no additional information was provided, therefore patient use is unknown. Please see the following related MFR report: MFR # 3010617000-2021-00094 for the autopulse platform (sn (B)(4)).